Manufacturer narrative:
Customer facility phone number: (B)(4).

Event description:
Information was received indicating that a smiths medical trach was found to have the pilot balloon torn off. There was no patient injury reported. There were no reported adverse events.

Manufacturer narrative:
Other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes bluselect complaint of pilot balloon detached form inflation line was visually confirmed when receiving at investigation site. The report indicated the assembly was manufactured at tijuana, so therefore a secondary investigation will be created and resent the device to tijuana.

Event description:
Device evaluation completed and summary in h 10.